Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. Technical support instructed the caller on several corrective actions, and customer replaced the supplies and resumed insulin with the pump.